Event description:
It was reported the pt had pain at the lead incision site. The sjm rep met with the pt for reprogramming and determined the pain was present whether the stimulation was on or off. The physician opted to send the pt to physician therapy for treatment of the pain. It was reported the pt was receiving effective stimulation coverage of her normal pain pattern.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.